Manufacturer narrative:
The reported incident of an unexpected driveline disconnect alarm and pump stop event was confirmed based on the evaluation of the log file retrieved from the returned system controller, serial number (B)(4). The system controller was tested using the manufacturer¿s laboratory equipment and the reported driveline disconnect alarm and pump stop event were unable to be reproduced. The system controller functioned as intended during the analysis and a correlation to the events observed in the log file could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Approximately 3 months later, the patient experienced red heart, low flow, and pump off alarms and the external portion of the percutaneous lead was replaced. Examination of the returned portion of the percutaneous lead found breakdown in the insulation of an internal wire that would have potentially resulted in the reported pump stops and alarms. Details of this subsequent event and the evaluation of the returned portion of the percutaneous lead was reported under medwatch MFR report # 2916596-2015-00692. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had driveline disconnects accompanied by alarms while connected to two different system controllers. The driveline disconnects were seen in the log file. The patient stated the driveline was never disconnected. The system controller was exchanged to an epc system controller without any further issues. The patient was reported to be asymptomatic.

Manufacturer narrative:
The lvad was returned to the manufacturer but evaluation is not yet completed. The other product referenced, heartmate ii system controller s/n: (B)(4), was reported under 2916596-2015-00056. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.